Event description:
It was reported that t2 pre-deployed. There was no significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or sutures remain on the insertion needle, however a 12 inch length of suture was returned. Examination of the suture found no abnormalities; its length is consistent with a successfully used device. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced causing the pre-deployment of t2. Per the device IFU under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. No root cause related to the manufacture of the device can be established.